Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, that the sensor abruptly ended and went to the two hour warm-up. The sensor was inserted into the abdomen on (B)(6) 2017. No data or product was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional event or patient information is available.